Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-1409lp reamer, low profile broke when reaming the tibia. Hard bone caused the wings of the reamer to break off when reamer impacted tibial bone when reaming over guide wire. Wings could not be located. Post op x-rays showed metal pieces in patients leg medial to tibial tunnel. On 04/06/2022, the sales representative stated the following information via email: this event occurred during an acl reconstruction procedure on (B)(6) 2022. Another reamer was used to complete the case. The patient is fine to date and has no effect recorded.